Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device removed from the tissue? No reported.

Manufacturer narrative:
(B)(4). Batch # n53d24. The ec60 device was received for analysis with the clamping mechanism damaged and without a cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger top was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n53d24. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a left hemi-hepatectomy procedure, the jaws of the device could not open after firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.